Event description:
The customer reported that the system had an intermittent communication error. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The 5 volt power supply was not during the service call. The system was tested and found to be working as intended and put back into service.